Event description:
The user facility reported a patient collapsed at home suffering from acute myocardial infarction/cardiogenic shock and cardiac arrest, was implanted with an impella cp device for mechanical circulatory support. Venoarterial extracorporeal membrane oxygenation (va ECMO) was placed prior to a percutaneous coronary intervention (pci) being performed. The decision was made to implant the impella cp. Distal perfusion was identified in the patient. The complication was managed with an antegrade arterial line (cross over bypass). Distal leg perfusion was resolved with an antegrade arterial line (cross over bypass). During movement of patient, the impella dislodged into the aorta. Repositioning was discussed, however, therapy was terminated due to poor prognosis. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿